Event description:
The patient underwent a chronic total occlusion (cto) stenting of the severly calcified, mid left anterior descending (lad). The lesion was pre-dilated with a 3.5 x 15mm marick balloon at 9 atms. The a 3.5 x 18mm cypher select stent failed to cross the lesion and caused plaque and a dissection of the mid lad. The product was removed from the patient's body and the physician then used another balloon catheter to dilate the vessel again and deployed a 3.0 x 18mm cypher select stent. The flow was unstable and the patient had to be transferred to the medical intensive care unit for further evaluation.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.